Event description:
Reporter stated that pt's cataract was very dense and was hard to break up during the irrigation and aspiration of the cataract with a competitors phaco machine. The surgeon wasn't sure if pt's capsule tore during the I/a portion of the surgery or when he inserted the elastic lens model aa4204vf which tore upon insertion. He enlarged the incision, removed the intraocular lens and performed a vitrectomy. He did not place any sutures.